Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the touch screen was reportedly unresponsive and the display turned off sooner than expected. The customer's blood glucose (bg) ranged from 90-140 mg/dl. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however the customer continued to express a belief that the battery depletion rate was abnormal. Reportedly, the customer continued to use the pump for insulin therapy.